Manufacturer narrative:
(Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to FDA.

Event description:
Customer reports that the fuses pop out during operation. This happens w/o an error message.